Event description:
Situation: the bosma good works non-sterile exam gloves very poor quality. They come out of the box with digits torn or just missing (the missing part is not in the box) missing the cuff is missing or torn. They tear very easily. If they do come out of the box whole they are also very thin compared to the bosma enterprise high five exam gloves. Background/risk factors: infection control risk assessment: poor quality product as well as a waste since gloves are being thrown away due to being damaged before they are even used. Better quality product is needed less waste and better infection control.